Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not able to hold a charge and that there is a bulge on the back of the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support. There was no reported adverse effect to the customer's blood glucose level.